Manufacturer narrative:
The pod was received undeployed. A rotational sensor malfunction caused first prime to end early, resulting in completion of the second priming sequence without the needle deploying.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward and the cannula did not deploy; indicating a needle mechanism failure. The patient's blood glucose level was 144 mg/dl and the pod was not worn.